Manufacturer narrative:
Product was sold in international market. (B)(4) products do not have the same indications for use as the (B)(4) and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect can not be made. Patient had two procedures that carry risk of hemorrhage postoperatively.

Event description:
Four hours after CABG surgery, the patient suffered hemorrhage. Patient has made a full recovery with no residual symptoms..